Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a broken sensor wire and the patient noted that the wire was shorter than normal. Within 24 hours the insertion site began to show signs of bruising, swelling and inflammation. Two days later, the patient observed signs of infection, including fluid mixed with blood oozing from the site and the formation of a small bump. Concerned, the patient visited an urgent care clinic on (B)(6) 2025. Although no diagnostic tests or procedures were performed to investigate the possibility of a retained wire fragment, the patient was prescribed an oral antibiotic¿cephalexin 3 times a day for 7 days. As per the patient, the wire might have already been dissolved or not in the skin at all. The patient reported that it took approximately two months for the site to fully heal. As of now, the area is nearly completely healed. As per patient, the sensor wire might have already been dissolved or not in the skin at all. There was no treatment documented. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).